Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed with no delivery. Customer's blood glucose was 200 mg/dl at time of reporting. During troubleshooting, there was air found in the tubing. A manual prime was performed and a no delivery alarm was received, though 4 to 5 drops of insulin were seen. It was explained that it was not possible to determine the cause of the alarm without a complete set change. The approximate size of the air bubbles in the tubing was half an inch long. The insulin pump was not rewound with a reservoir in place. It was advised to perform a 5 unit fixed prime until air bubbles were no longer visible. Nothing further reported.